Manufacturer narrative:
The hill-rom technician found the power control socket was broken due to wear and tear. In addition, the power cord charger was not working properly. The most probable root cause to the power control socket's burnt cable is a short circuit in the power control socket. A female socket will gradually wear out over time. Extensive wear will loosen the connectors with an increased risk of arcing. This will then destroy the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the customer performed preventative maintenance on this lift. The hill-rom technician replaced the control unit and power cord charger to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the lift functions were not working and the lift was not charging. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).